Event description:
The dr went to retract sample from breast biopsy procedure and product back fired and went through the medicine cup and shot the dr in finger and broke the skin. The dr is being tested by blood tests for the next six months.

Manufacturer narrative:
No sample has been received for eval; therefore, we were unable to confirm the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. A review of the mfg documentation for the lot reported did not present any issues.